Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was status post inguinal surgery repair and has been having hypotension and low flow alarms. The low flow alarms were believed to be caused by hypovolemia secondary to worsening surgical site hematoma. Around 0100, the patient was attempting to void and straining. The patient became unresponsive and required about 2 minutes of CPR and developed return of spontaneous circulation (rosc). The unresponsiveness was believed to be a combination of a vasovagal event while patient was straining to void combined with hypovolemia. The patient was given fluid bolus and transferred to the intensive care unit (ICU). Interrogation showed that the patient's flows at the time were zero. The low flow alarms resolved after the patient was transfused and volume resuscitated. The patient remained in the ICU for monitoring of hematoma at surgical site. There was conservative management of surgical hematoma, transfusion, and volume resuscitation. Diuretics were also held.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported events could not be conclusively determined through this investigation. Review of the submitted log files confirmed low flow events. According to the account, the low flow events were caused by hypovolemia. The controller event log file contained data from (B)(6) 2021 00:51:26 through (B)(6) 2021 09:37:22. Transient low flow fault flags were captured, resulted in 20 low flow hazard alarms on (B)(6) 2021, including 13 low flow alarms from 00:52:15 through 00:52:51, when the flow suddenly dropped to 0.0 lpm. It is likely that this event correlated with the patient becoming unresponsive and undergoing CPR. No other atypical events were captured. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The controller periodic log file captured one low flow fault on (B)(6) 2021. The event and periodic log files captured the pump operating as expected. The patient remains ongoing on vad support. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2019. The heartmate 3 left ventricular assist system, (lvas) instructions for use (IFU) rev. C is currently available. Section 1 of this IFU lists bleeding and other neurological events (not stroke-related) as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.